Manufacturer narrative:
A ge representative evaluated the system and found dose and kv variations in different c-arm positions in both auto and manual modes, indicating a bad monoblock (x-ray tube assembly). Ge representative also found a damaged cable. Customer has not yet approved repair of the system.

Event description:
The customer reported the system will not take x-rays in the lateral position. System produces images in anterior-posterior position. No patient injury was reported.